Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was displaying out of range impedance measurements (greater than 2000 ohms) during a device check. A lead fracture was observed via fluoroscopy. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.